Manufacturer narrative:
Additional information obtained indicated the patient had complained of difficulty breathing and family member called for an ambulance. Upon emergency medical services arrival, the patient collapsed and went into ventricular tachycardia which later progressed to ventricular fibrillation at the hospital. Resuscitation efforts were initiated and the patient was taken to the hospital where efforts were continued but were unsuccessful and the patient died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home. The cause of death is provided as cardiopulmonary arrest. Additional information obtained indicated the cardiopulmonary arrest was due to ventricular tachycardia and coronary artery disease. The circumstances of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.